Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was used during a planned electrophysiology procedure. The procedure was completed using low-load fluoroscopy. A philips field service engineer (fse) inspected the system on site and confirmed the system was unable to produce x-rays. The fse replaced the miu module and restarted the device; after restart, a problem with tube rotation was detected. Review of the log files showed undervoltage on the anode drive unit (adu) rail voltage. The adu was replaced and returned to philips for further analysis. The analysis confirmed an adu malfunction and identified the adu error message as power part defective. Following replacement of the module, the system was returned to service in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.